Manufacturer narrative:
(B)(6). (B)(4). The returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was broken approximately at 21mm from the proximal pierced hole and it was blackened. The cutting wire was observed under magnification and the cutting wire was blackened and it was not smooth. Per media analysis, the picture showed generator settings only without the device involved. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if the device was energized prior to sphincterotomy which may cause premature cutting wire fatigue and may compromise the cutting wire's integrity, as what the instruction for use (IFU) states. It could have also been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during procedure as per precautions of the device states. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to the first of two truetome 44 devices used during the same procedure. It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the physician was able to cannulate the device in front of the papilla. When he pressed the pedal to deliver current to the device to cut the papilla, the cutting wire "torn." A second truetome 44 was used; however, the cutting wire was also "torn." It was reported that the cutting wire of both devices broke. Additionally, no part of the cutting wire detached and fell into the patient. The procedure was completed with a third truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.